Manufacturer narrative:
Follow-up # 1 (11/11/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and no faults were found. On (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011 at 11:45 am. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue, at 11:45 am she ate some crackers to prevent herself from going to low. The patient denied developing any symptoms due to the alleged issue. She had also informed the cca, that at 7 am, she had less food/drink, due to an earlier morning blood glucose result. There was no further medical treatment administered. During the initial call with customer service, the agent noted that the batteries had been recently replaced, but the issue remained unresolved. Replacement products were sent to the patient. Although the patient self treated with food, there is no indication that the subject meter caused or contributed to a serious injury. The patient denied developing any symptoms suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for acute complications of diabetes. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.